Event description:
Caller reported a cartridge alarm occurring during pumping. The customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.